Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted a cut in the lead 475mm from the terminal pin in the outer insulation. There was a bend along with separation between the distal anode ring and the neck insulation. The helix is partially extended and tissue was entwined in the helix. There was dried blood/body fluid in the helix housing and past the window area.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited impedance measurements greater than 2000 ohms. As a helix issue was suspected, the lead was explanted and replaced. No adverse patient effects were reported.